Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26993, related manufacturer reference number: 2017865-2021-26994. It was reported that the patient presented in clinic with complaints of phrenic nerve stimulation. A chest x-ray revealed that the left ventricular lead, right atrial lead, and right ventricular lead had dislodged. Additionally, the left ventricular lead exhibited failure to capture, and failure to sense. The left ventricular lead was removed and replaced. The right atrial lead and right ventricular leads repositioned on (B)(6) 2021. The patient was stable.